Manufacturer narrative:
According to the facility. The needle, 11g, 4.000" broke apart in a patient while performing a bone marrow collection. The provider had to find and use forceps to remove the needle. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility. The needle, 11g, 4.000" broke apart in a patient while performing a bone marrow collection. The provider had to find and use forceps to remove the needle.